Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient's blood sugar had risen to 30 mmol/l [blood glucose increased] the injection of novopen felt too smooth [device delivery system issue] the medication was insufficiently injected [incorrect dose administered by device] novopen 4 was broken [device breakage] case description: this serious spontaneous case from china was reported by a consumer as "patient's blood sugar had risen to 30 mmol/l(blood sugar increased)" beginning on (B)(6) 2025, "the injection of novopen felt too smooth(device delivery system pressure issue)" with an unspecified onset date, "the medication was insufficiently injected(incorrect dose administered by device)" with an unspecified onset date, "novopen 4 was broken(device breakage)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes", tresiba penfill (insulin degludec 100 u/ml) (dose, frequency & route used- unk, adjusted the dose based on each blood sugar reading without following the doctor's prescription) from unknown start date for "type 1 diabetes", insulin (insulin) (dose, frequency & route used- unk, in the evenings) from unknown start date for "type 1 diabetes", patient age, height, weight and body mass index were not reported dosage regimens: novopen 4: tresiba penfill: insulin: current condition: type 1 diabetes (since 30 years). On an unknown date, patient reported that after adjusting the dose and administering the injection, the dose counter returned to zero, but the injection felt too smooth, and the medication was insufficiently injected on(B)(6) 2025 after the injection, the patient's blood sugar (blood glucose) had risen to 30 mmol/l, and patient suspected that the novopen 4 was faulty patient also stated that the novopen 4 was broken batch numbers: novopen 4: not available tresiba penfill: not available insulin: not available action taken to novopen 4 was not reported. Action taken to tresiba penfill was not reported. Action taken to insulin was not reported. The outcome for the event "patient's blood sugar had risen to 30 mmol/l(blood sugar increased)" was not reported. The outcome for the event "the injection of novopen felt too smooth (device delivery system pressure issue)" was not reported. The outcome for the event "the medication was insufficiently injected (incorrect dose administered by device)" was not reported. The outcome for the event "novopen 4 was broken (device breakage)" was not reported. No further information available reporter comment: unspecified needle

Event description:
Case description: reporter's causality (novopen 4) - patient's blood sugar had risen to 30 mmol/l(blood sugar increased) : unknown. The injection of novopen felt too smooth (device delivery system pressure issue) : unknown. The medication was insufficiently injected(incorrect dose administered by device) : unknown . Novopen 4 was broken(device breakage) : unknown. Company's causality (novopen 4) - patient's blood sugar had risen to 30 mmol/l(blood sugar increased) : possible the injection of novopen felt too smooth(device delivery system pressure issue) : possible . The medication was insufficiently injected(incorrect dose administered by device) : possible . Novopen 4 was broken(device breakage) : possible. Reporter's causality (tresiba penfill) - patient's blood sugar had risen to 30 mmol/l(blood sugar increased) : unknown the injection of novopen felt too smooth(device delivery system pressure issue) : unknown . The medication was insufficiently injected(incorrect dose administered by device) : unknown . Novopen 4 was broken(device breakage) : unknown. Company's causality (tresiba penfill) - patient's blood sugar had risen to 30 mmol/l(blood sugar increased) : possible the injection of novopen felt too smooth(device delivery system pressure issue) : possible . The medication was insufficiently injected(incorrect dose administered by device) : possible novopen 4 was broken(device breakage) : possible. Reporter's causality (insulin) - patient's blood sugar had risen to 30 mmol/l(blood sugar increased) : unknown the injection of novopen felt too smooth(device delivery system pressure issue) : unknown . The medication was insufficiently injected(incorrect dose administered by device) : unknown . Novopen 4 was broken(device breakage) : unknown. Company's causality (insulin) - patient's blood sugar had risen to 30 mmol/l(blood sugar increased) : possible the injection of novopen felt too smooth(device delivery system pressure issue) : possible . The medication was insufficiently injected(incorrect dose administered by device) : possible . Novopen 4 was broken(device breakage) : possible . Investigation results. Name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill 100u, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: insulin, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following. Investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked and expected date of follow up report removed device addendum: annex b c d g codes updated. Narrative updated accordingly no further information available. Final manufacturer comment: 03-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.